Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was in cardiac arrest and the cardiac resynchronization therapy defibrillator (crt-d) did not appear to be capturing the patient, however, the facility's external defibrillator did. The patient passed away. Following the patient expiration, a magnet was placed over the device. The clinician indicated no alert tones were heard and despite the magnet being placed over the device, the nurses attending to the patient were being shocked by the device and the device was still shocking the patient while patient in asystole.